Manufacturer narrative:
Eval: cable-handle switch.

Event description:
It was reported by service report that the zoom drive stalls when under load. No pt involvement or adverse consequences are reported.